Event description:
The surgeon reported that the system stopped during the procedure and displayed a system message. The surgeon had instruments in the eye when the system stopped. The pt had to be transferred to another facility for completion of the surgery. The pt impact is currently unk. Add'l info has been requested.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the system message. However, he observed that the voltage from the air/fluid power supply was out of specification but was not low enough to cause the error. The poser supply was replaced. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 08/04/2009.